Manufacturer narrative:
The device was received for evaluation with the aluminum foil peeled and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. No sponge was found to be housed in the cap. The reported condition was verified. The assignable cause is that the sponge has not been inserted straight to the bottom and was detached from the cap right after passing through the detector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported minicap was missing a sponge. This issue was identified prior to use. There was no patient involvement. No additional information is available.